Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of attached power supply doesn't supply humidification. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, the pca burned was observed. There were multiple errors has been identified. The device was scrapped.